Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fracture of a lcs revision component (femoral, posterior-condyle).

Manufacturer narrative:
(B)(4).

Event description:
Updated 27 feb 2019: lcs claim letter received. Claim letter alleges cracked femoral component which in turn caused a distal femur fracture resulting to severe pain, instability, mobility restriction, walking difficulty, reduced leg length of the left lower extremity, muscle weakening, swelling and hematoma of the left knee joint. Doi: (B)(6) 2011; dor: (B)(6) 2014; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned devices confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary device history lot : null. Device history batch : null. Device history review : null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned devices confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.